Manufacturer narrative:
The technician replaced the left side rail center arm assembly to resolve the issue.

Event description:
The technician alleged the left side rail will not latch. No patient impact.